Event description:
After delivering the unit to the lesion to be treated, upon attempted inflation, leakage was noted at the hub of the sds. The user removed the delivery system from the patient without difficulty, and a crack in the sds hub was then noted. A new unknown sds was used to complete the procedure. No damage was noted in the unit during prep of the device, nor was there any damage to the product packaging. There was no adverse impact to the patient. As per the reporting affiliate, no patient or procedural details are not available.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.